Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned pacemaker was analyzed, passed all tests performed and exhibited normal device characteristics. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion with sepsis. Reportedly, the pacemaker had eroded through the pocket. Additional information received from the field representative indicates that the pacemaker was explanted and then used as an external temporary device. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker is no longer in service.